Event description:
It was reported that the device illuminated the service and battery indicators and failed to power on with a known good battery. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). A replacement device was provided to the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported device failure to power on. The cause for the malfunction was determined to be failure of an inductor, designator l1, on the analog pcb assembly. A replacement device was provided to the customer.